Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.(B) (4)

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring iii seal did not load properly. The procedure was completed with a new kit. The hospital did not report any patient effects. The product is returning.